Event description:
It was reported that there was a gradual increase in right ventricular (rv) lead impedance noted on a remote monitoring transmission. The patient was seen in the clinic and repeated measurements revealed impedance values similar to and slightly higher than the remote monitoring transmission values. The thresholds were within normal limits and there was no oversensing noted with isometrics. The rv lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).